Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the past occlusion alarms. Reportedly, the customer wears their pump against their skin leading to abrupt temperature changes to the pump. There was no reported adverse impact to the customer's blood glucose (bg) level for the past occlusion alarms; current bg level was 433 mg/dl and a correction bolus was delivered to address the bg level. A new cartridge was loaded and the pump performed as intended. An infusion set change was performed and a correction bolus was successfully delivered.